Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that minute ventilation (mv) signal oversensing was observed on the right ventricular (rv) lead channel of this pacemaker dependent patient. The patient's heart rate was reportedly in the 40s, which suggests pacing inhibition less than 2 seconds. Pacing impedance rises were seen from approximately 500 to approximately 900 ohms. Rv pace impedance was about 1500 ohms and then when the mv feature was turned off, it went down to about 400 ohms. Boston scientific technical services (ts) suggested programming the lead to sensing bipolar/pacing unipolar. No adverse patient effects were reported.